Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that bd ultra-fine¿ pro pen needle experienced a case of being unable to deliver insulin, and 2 cases of the cannula breaking off. The following information was provided by the initial reporter: 2x a needle has already broken off, but fortunately not under the skin. Customer stated that sometimes he can no longer inject the insulin under the skin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pro pen needle experienced a case of being unable to deliver insulin, and 2 cases of the cannula breaking off. The following information was provided by the initial reporter:2x a needle has already broken off, but fortunately not under the skin. Customer stated that sometimes he can no longer inject the insulin under the skin.